Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, further described as ¿got infected in drainage fluid¿ (not further specified). The cause of and treatment for the peritonitis were not reported. On an unreported date, the patient was hospitalized for the event and at the time of this report, the patient remained hospitalized. On an unknown date, the peritonitis was resolved and the patient was recovered. It was not reported if dianeal therapies were ongoing. No additional information is available.